Manufacturer narrative:
(B)(4) 2016: multiple attempts made to follow up with the customer. No further information provided. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated while delivering a bolus the pump stopped insulin delivery. Tandem technical support reviewed pump logs with the customer and found that the bolus delivery was not completed. The customer stated that does not recall manually stopping the delivery. There were no alerts or alarms reported except for a resume pump alarm. Additionally, it was reported that the customer's tandem cable wires were exposed and that the customer had been experiencing difficulty charging the pump with the usb cable. The customer's blood glucose level was 302 mg/dl. The customer administered a manual injection.